Event description:
A generator was received into analysis due to an unknown reason. Follow up with the sender revealed the generator was explanted and returned due to the generator being exposed. It was stated the lead and generator were removed as the patient began having a reaction at the wound site, leading to the site having healing issues, later leading to the tissue break down and device becoming exposed. It was stated there was no infection per the notes. Information was received that the cause of the reaction at the wound site leading to healing issues and tissue break and eventual extrusion was related to the vns surgery. It was noted the "patient has had multiple replacements and skin thinning". Generator analysis was complete and no anomalies were found. No additional relevant information has been received to date.